Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had an unknown mentor saline prosthesis placed experienced left sided deflation post procedure. As a result, replacement with a 425cc mentor memorygel breast implant was performed on (B)(6) 2014.